Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "left breast malignancy" prior to implantation, not device related. Device was explanted.